Event description:
(B)(6). Date of event: best estimate is (B)(6) 2011. According to the information received the user stated that a box of catheters was labeled 414 but got 814 catheters inside.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4).according to the information received the user stated that a box of catheters was labeled 414 but got 814 catheters inside.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed. Follow up 1: 180 pcs were received for evaluation. Box was labeled "item: 5045301400, lot # 2575557, but inside the products were "item: 5047401400, lot # 2592719". This complaint was confirmed as reported.